Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the subject pump was intermittently powering off without any alarm. At the time of troubleshooting, the reporter denied any visible damage to the pump or battery cap. The reporter confirmed the battery cap was secured to the pump and denied any visible sign of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.